Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A conclusive cause for the reported device operates differently/failure to seal cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported during the procedure a perforation occurred which required a 3.5x16mm graftmaster for treatment. However, the 3.5x16mm graftmaster did not seal the perforation and required a second 4.0x 16mm graftmaster which sealed the perforation successfully. There was no clinically significant delay in the procedure.